Event description:
During routine testing of the device, the repair technician reported the on/off power switch was difficult to operate. No other details regarding the nature of the event were provided. Since the event occurred during routine testing, there was no patient involvement during this event.

Manufacturer narrative:
Evaluation in progress, but not yet concluded.